Event description:
On (B)(6) 2025 the user reported an insulin occlusion alert. The user was initially unable to rewind the device but, with technical support, successfully resumed insulin delivery after a cartridge and tubing change. Blood glucose was not affected and no hospitalization or treatment was required. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.